Manufacturer narrative:
Reported event: an event regarding audible noise involving an unknown ceramic head was reported. The event was not confirmed. Method & results. -product evaluation and results: the reported device was not returned however photographs were provided for review. The photographs note the following:the photos present an explanted trident ceramic liner and a ceramic femoral head. Dark marks are visible on the metal part of the liner and within the ceramic liner. There is a long black mark on the outer surface of the ceramic head appears to the marks after contacting against a hard object. No conclusion can be made based on the photos. -medical records received and evaluation: no medical records were received for review with a clinical consultant. -product history review: not performed as the device lot details were not provided. -complaint history review: not performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as catalog and lot details, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left hip was revised due to squeaking. No possible cause or contributor for squeaking was reported or observed intra-operatively. Patient's alumina head and liner were revised to a 10° trident x3 insert with a 36 +0 biolox v40 head. Rep has pictures of the explants, and confirmed that no further information will be available.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's left hip was revised due to squeaking. No possible cause or contributor for squeaking was reported or observed intra-operatively. Patient's alumina head and liner were revised to a 10° trident x3 insert with a 36 +0 biolox v40 head. Rep has pictures of the explants, and confirmed that no further information will be available.